Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and replaced the compressor. Subsequently, the fse completed scheduled preventative maintenance (pm) then performed all functional and safety tests to factory specifications. The unit was cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
T was reported that prior to patient use the cardiosave intra-aortic balloon pump (iabp) had a compressor issue. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and was unable to replicate the reported issue. The fse could not adjust the pressure and vacuum regulators to specification. To address the issue the fse replaced the compressor and dubsequently completed the scheduled preventative maintenance (pm). All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to confirm the reported issue. The fse could not adjust the pressure and vacuum regulators to specification. To resolve the issue the fse replaced the compressor. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service. The removed compressor was returned to national repair center (nrc) for evaluation. The following investigation was performed by the technician of the maquet national repair center (nrc) wayne, nj. The national repair center installed the compressor into the cardiosave test fixture and tested the compressor to factory specifications per procedure and the cardiosave service manual. The nrc verified the failure of the compressor failure of the pressure side unable to reach 390 mmhg. Factory specification is 390 +/- 10mmhg. The compressor will be dispositioned per failure and analysis testing (fat) procedure.